Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Facility reported that the priming set was leaking during treatment. The pt lost a circuit of blood, approximately 250cc's. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer; sample is not available.